Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in the helium pathway is confirmed. A broken central lumen was noted near the proximal end (bifurcate) of the iab catheter, which can cause blood to enter the helium pathway. The cause of the central lumen break could not be confidently determined, but a potential cause is patient or user related. The root cause of the broken central lumen is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that while in the ccu, the staff received a high-pressure alarm. It was noted that the staff was unsure if the pati ent sat up or not, but immediately saw blood back in tubing. As a result, the intra-aortic balloon (iab) was removed and no other iab was inserted. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that while in the ccu, the staff received a high-pressure alarm. It was noted that the staff was unsure if the pati ent sat up or not, but immediately saw blood back in tubing. As a result, the intra-aortic balloon (iab) was removed and no other iab was inserted. There was no report of patient complications, serious injury or death.